Manufacturer narrative:
H6: investigation summary: one photo sample was provided to our quality team for investigation. Upon visual inspection, the photo indicates where the leak was occurring, however, no evidence of a leakage was observed. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12100, all product was manufactured according to specification. Ten retained samples were used for additional evaluation. There were no visual defects noted and in all cases the product performed as expected. While we cannot identify a direct issue, it is possible this incident occurred due to uneven distribution of the solvent used to join the spike and tubing or excessive force exerted on the device. Based on our quality team's investigation and given the retained samples did not display any leakage, we cannot identify a definitive root cause at this time. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that bd phaseal secondary set (c62) leaked. The following information was provided by the initial reporter: "during injection of avastin, the pharmacist discovered that the c62 is leaking from the point where the tube and the plastic spike meets. Pharmacist replaced with a different c62 and no more issue."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal secondary set (c62) leaked. The following information was provided by the initial reporter: "during injection of avastin, the pharmacist discovered that the c62 is leaking from the point where the tube and the plastic spike meets. Pharmacist replaced with a different c62 and no more issue."